Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced hemolysis (e.g. Blood sample) . This event occurred 2700 times. The following information was provided by the initial reporter. The customer stated: after one month of use, the hemolysis rate is still very high. Among 120-150 specimens per day, about 90 specimens have hemolysis of more than second degree, and the hemolysis rate is more than 70%! The customer process has not changed, the blood sampling process is standardized, and the transportation link also meets the requirements. Customers complained that the current hemolysis situation has seriously affected the normal processing and reporting of specimens, and questioned the quality of bd products, and requested us to further investigate the product quality.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-23. H6: investigation summary bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Additionally, the customer sample was evaluated along with retention samples of the incident lot selected from bd inventory. The sample were tested and upon completion, the indicated failure mode for hemolysis was not observed. Retention samples were visually inspected with no issues identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. A single customer tube was returned that exhibited a clumped appearance of the anticoagulant versus the powder-like consistency of the retain samples. This batch (0316379) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photo review only. All other testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple 510ks: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)# k945952, and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced hemolysis (e.g. Blood sample) . This event occurred 2700 times. The following information was provided by the initial reporter. The customer stated: after one month of use, the hemolysis rate is still very high. Among 120-150 specimens per day, about 90 specimens have hemolysis of more than second degree, and the hemolysis rate is more than 70%! The customer process has not changed, the blood sampling process is standardized, and the transportation link also meets the requirements. Customers complained that the current hemolysis situation has seriously affected the normal processing and reporting of specimens, and questioned the quality of bd products, and requested us to further investigate the product quality.